Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, the wire appeared to get stuck within the catheter body when positioning the catheter and wire at the right inferior pulmonary vein. The wire seemed to be jammed within the catheter, and upon removal, the wire was still very difficult to move. The catheter was also noted to be inverted. The patient was under general anesthesia, and the case was completed. No patient symptoms, complications, injuries, or adverse outcomes were reported.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012726957 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle. The catheter was reprogrammed for and passed performance testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. A test guidewire was inserted into the catheter and retracted several times without any issues; no anomalies were identified concerning compatibility. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing did not reveal any anomalies. During further inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the reported array inversion was not confirmed during testing. The catheter failed the returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.